Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the bard/davol device may have caused or contributed to the alleged patient outcome. The attorney alleges that the patient had subsequent surgical intervention; however, no details/medical records have been provided at this time. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the composix l/p mesh (device 1) two additional emdrs were submitted to represent the other bard/davol devices. Not returned.

Event description:
It is alleged by the patient's attorney that the patient underwent surgery for implant of an unspecified bard/davol composix l/p mesh (device 1) on (B)(6) 2008, an unspecified bard/davol composix mesh (device 2) on (B)(6) 2010 and an unspecified bard/davol ventralight st mesh (device 3) on (B)(6) 2014. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix l/p mesh (device 1), the composix mesh (device 2) and the ventralight st mesh (device 3). As reported, the attorney alleges patient experienced emotional distress and the device was defective.